Manufacturer narrative:
(B)(4). Evaluation, method: film. Evaluation, results: removal difficulties, anatomy related; short, angulated and reverse funnel shaped aortic neck, aortic neck length is less than 10 mm, evaluation, conclusion: anatomy related; short, angulated and reverse funnel shaped aortic neck, removal difficulties, (B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was 8 mm in length with 60 degree angulation and it was reverse funnel shaped measuring 27 mm in diameter proximally and 36 mm distally. It was reported that after the bifurcated stent graft was deployed the tapered tip got caught on one of the suprarenal stent rings and was difficult to remove. This was attributed to the neck angulation and reverse funnel shape. The instructions for removal of the delivery system were followed; however, it was not possible to remove the delivery system. A 15 french sheath was inserted from the contralateral side and was used to push the bare metal stent away from the vessel wall and after the stent was ballooned with a reliant balloon it successfully released the tapered tip from the stent. The stent was ballooned with the reliant balloon and all the suprarenal stents were open. There was no endoleak present at the end of the case. No additional clinical sequelae were reported and the patient is fine. The delivery system was discarded by the user facility. Review of returned films pre-implant revealed a severely angulated neck. The proximal portion of the proximal neck was angulated approximately 90 deg a-p, and the distal section was angulated approximately 50deg a-p to the aaa. The neck diameter tapered out from 24mm to 35mm. The max diameter aaa was 6.8cm and contained thrombus. The right common iliac was severely tortuous. Images during and post-implant were not provided. The cause of the removal difficulties was likely due to the severely angulated neck.